Manufacturer narrative:
(B)(4). This complaint for a system error 2367 was not confirmed due to unavailable sample. The root cause was undetermined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm (cancel the current therapy (not allow to resume)), which occurred on the home choice (hc) during prime. The baxter technical service representative (tsr) had the home patient (hp) cycle power on the machine to restart the setup process. The tsr explained the alarm and assisted the hp to clear the alarm. The hc went through to connect yourself with no additional alarms observed. There was patient involvement but there was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.